Manufacturer narrative:
The calibration and qc were acceptable. There is no indication for a performance issue of reagent or instrument. The alarm trace showed multiple abnormal aspiration alarms on the day of the event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service representative found the sipper rinse drain was slowly draining. He cleaned the drain and checked for other issues. He ran performance tests, which passed. The investigation is ongoing.

Event description:
The initial reporter received questionable ft4 results for 1 patient sample on a cobas 8000 e602 module. The initial result was 0.743 ng/dl. The repeated result was 1.02 ng/dl. The results were reported outside of the laboratory. The repeated result was believed to be correct. The reagent lot number is 45138001 with an expiration date of 31-may-2021.